Manufacturer narrative:
Defective fuse on cpu board.

Event description:
It was reported by service report that the bed has no power. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.